Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital twice due to high blood glucose (bg) levels above 444 mg/dl. Cause of high bg unknown. Customer was treated with a saline drip and manual injections to resolve the issue. The customer was released from the hospital on (B)(6) 2019 for the first event. At time of call to tandem technical support, the customer was in the hospital for high bg after being readmitted on (B)(6). Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.